Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances, measuring greater than 200 ohms. Boston scientific technical services (ts) recommended performing pocket manipulations and an x-ray. An x-ray was performed, and the physician elected to continue to monitor the patient / system. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).